Event description:
It was reported that when the patient presented in the operating room for a device change out, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead remains implanted. The patients condition is good and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.